Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 8/9 summit tapered reamer was damaged at its connecting end and during instrument assembly in mdrd, it was noticed that it would not hold on to the reamer attachment and that the reamer looked dull compared to others in the set.no surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.